Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon was toggling the needle though tissue when the needle dislodged from the instrument. The needle was retrieved and removed from the patient. They opened another instrument to complete the procedure. There was no patient injury or hazard. There was no unanticipated tissue loss. There was no unanticipated extension for incision by more than one inch. There was no unanticipated blood loss of 500cc's or more. There was no delay in surgical time of more than 30 minutes.